Event description:
During evaluation of a returned spectrum pump, the device's "9 key" was not functioning. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified the "9 key" was not functioning. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The condition was verified. The cause of the condition was the faulty keypad. The keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.